Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to vegetation on the leads. And blood cultures that were positive for infection. No further patient complications have been reported as a result of this event.